Event description:
It was reported that during implant attempt, the initial battery voltage was 3.14 volts but that following a test charge which took 9.7 seconds, the battery voltage dropped to 2.72 volts immediately and stayed at that level for several minutes. The device was not implanted and there were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.